Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
Second revision was on (B)(6) 2015. Reason for revision due to non union and loose screws at l3. The implant that was removed was a difar screws. Patient was fine post-surgery. Patient initials: (B)(6). Dob: (B)(6) 1965. Gender: female. Weight, height, patient activity levels and relevant patient pre-existing conditions/comorbidities: unknown.